Event description:
When trying to place a new foley catheter while placing syringe in port to inflate balloon tip of syringe broke off and could not be removed. Catheter had not been inserted in patient thankfully and needed to be thrown out and new kit opened. I do have a photo, but the medsun system will not allow me to upload it.